Event description:
On 9/19/2024 it was reported by an arthrex subsidiary employee via email that the button from an ar-2372blo knotless ac tightrope open repair implant was not attached to the inserter. The button was reassembled and inserted but the button flipped when it passed through the clavicle. The button was removed and reassembled but the screws were loose, and the button could not be fixed. The case was completed using another ar-2372blo knotless ac tightrope open repair implant. This was discovered during an ac joint dislocation procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 9/26/2024: nothing broke inside the patient. The case was not delayed, and no additional anesthesia was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.